Event description:
Complaint alleges: the doctor could not withdraw the foley catheter on the (B)(6) year old pt, who has bph, since the water in the balloon could not be sucked out. Doctor then cut off the injection cannula beside the balloon, and then the catheter was able to be withdrawn. No pt injury reported.

Manufacturer narrative:
(B)(4). The device sample was not received by the MFR at the time of this report.